Manufacturer narrative:
The patient was also the initial reporter. Personal information was not entered.

Event description:
The customer received a blood glucose reading of 375mg/dl on the contour next link 2.4. He did not accept any insulin due to this reading. He was feeling low: dizzy, sweating, shaky, no energy, so retested his blood on the meter and the reading was 42mg/dl. He drank juice, ate some fruit and felt better. The customer was advised to return the strips for evaluation. New meter and strips were sent to him.